Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. Patient advised skin was peeling off under the electrodes and skin is broken open. There was no alleged device malfunction contributing to the irritation. Patient reported that a doctor advised to end use with the lifevest. Follow up indicated that the skin irritation is improving.